Manufacturer narrative:
H3:product analysis((B)(6)):evaluation determined that there was detached bearings. The likely cause of failure was identified as broken bearing. It was also noted that the bur is difficult to insert and cannot be locked into the attachment, tube is stuck and cannot be extended or retracted, gap at the dial retainer is out of spec, color ring is faded and scratched, laser markings are faded. Notified date: (B)(6)2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of problem not reported. No patient impact reported. Repair request escalated to a product event due to evaluation finding of detached bearings